Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# v988006, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the device was implanted on the patient¿s right hip. The patient is a thin person and the device was too big for her. The therapy did work for her, but she had it turned off as she found a different therapy. The patient had the device removed. The device was too big, implanted on the right side, and it was causing pain on her right sacrum from the lead wires going down. The patient could only lie on her left side and could not sleep on her back or stomach.